Manufacturer narrative:
Repetitive loads above specifications cumulatively contributed to the reported event.

Event description:
It was reported that the load wheel casting broke. No injuries were reported.